Manufacturer narrative:
Customer service verified breast shield fit with the customer and determined the 27mm and 24mm personal fit breast shields were too large for the customer. The customer indicated that a lot of her areola was being pulled into the breast shield tunnel; however, she had tried smaller breast shields and still had the same issue. Customer service suggested she try the fit flex breast shields since their shape is different and can provide more comfort. The customer was sent replacement fit flex breast shields in varying sizes; 21mm, 24mm, and 27mm. Return of her original 24mm and 27mm personal fit shields was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer indicated the new fit flex shields were "amazing" and the pain had been drastically reduced, if not gone at times. In further follow up with a complaint handler on (B)(6) 2019, the customer indicated that she had returned the original breast shields, but was still having difficulty with clogged ducts and blisters. She additionally indicated she had scheduled an appointment with a lactation consultant for additional support. The customer was offered contact with a medela clinician. She declined, stating she would rather talk to a lactation consultant in person at her appointment the next day and would follow up with us if she had further questions. She stated she was unsure if she was doing something wrong with the products or if they were just not right for what she was trying to do with pumping. On (B)(6) 2019, the customer indicated that she was on the right track now, but did have to get put on some medication. The lactation consultant had recommended different sizes of the flanges that were appropriate for each side, but she was still having difficulty pumping both sides at once and it was more painful than pumping one at a time. She accepted an offer of contact by a medela clinician. On (B)(6) 2019, the customer further clarified with the complaint handler that she was on a one-week supply of prescribed antifungal medication. The medela clinician sent emails to the customer with breast shield sizing tips and a request for follow up on (B)(6) 2019, with no response. The medela clinician also contacted the customer by phone on (B)(6) 2019, but she was at work and stated she would call back that evening, which she did not do. On (B)(6) 2019, the medela clinician sent a follow up email and then called and spoke with the customer by phone. The customer indicated that the antifungal medication was helping, but she still had pain that day. The medela clinician sent her an email with possible causes of the pain and the customer indicated she would call back after reviewing the email so they could discuss it. At this time, the customer has not followed up with the medela clinician. In further follow up with a complaint handler on (B)(6) 2019, the customer indicated that on (B)(6) 2019, she was diagnosed with double mastitis, for which she was prescribed antibiotics. The complaint handler requested that the customer contact customer service if she felt there was an issue with her breast pump. On (B)(6) 2019, the customer responded that she did not think there was a problem with her pump and that everything worked like it was supposed to. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that pumping with her pump in style breast pump was painful and her areola gets read and puffy after an hour of pumping. She further alleged that she was having difficulty with the breast shields and was unsure if she was using the correct size.

Manufacturer narrative:
The customer's 24mm and 27mm personal fit breast shields were returned and evaluated on 05/17/2019. They passed visual inspection and measured within specification. Refer to attached evaluation amd measurement file.